Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a hospitalization due to low blood glucose. Customer in ICU. Customer states that he passed out. His blood glucose reading is up to 400 mg/dl. Nothing further reported.